Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged cough,nasal/throat irritation or soreness . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Previously h1 was marked as a serious injury which is incorrectly marked now it is correctly marked as malfunction.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles/black particles in humidifier, particles in tubing/chamber, cough, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section a1, e1 was corrected, h6 updated in this report.